Event description:
Had surgery to remove hernia mesh. Mesh was infected, caused a cyst that was lanced at ER (B)(6) 2014. Wound never healed. Had surgery (B)(6) 2014. Will take 4 weeks to recover. Had my first hernia repair in 2001. Had second repair for same hernia (B)(6) 2012.